Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a "very complicated", moderately tortuous, heavily calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and it ruptured "due to the heavy calcium." There were no pt complications. The device was removed and the physician made three additional unsuccessful attempts to cross the lesion with a 1.5x15mm maverick2 balloon, 2.25x20mm maverick2 balloon and a 1.5x6mm non-bsc balloon. The procedure was not completed due to the inability to cross the lesion with these devices. The pt was sent to surgery.

Manufacturer narrative:
Device evaluation- the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.